Event description:
Report received from (B)(6) stating that during the service it was found that the device had damaged neuro tip. The date of the event is unknown. It is unknown if the device was being used during surgery. It is also unknown if there were injuries or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).